Manufacturer narrative:
It was reported that the patient pack's clip was damaged. The patient pack was returned for evaluation. Failure analysis of the device revealed that the device failed visual inspection due to a damaged strap clip. As a result, the reported event was confirmed. Based on the available information, a possible root cause can be attributed to deterioration and/or handling of the patient pack. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the clips on a patient¿s carrying case is broken and no longer holds the controller in place. Additional information received indicates that this clip is designed to hold the controller within the pack and is not associated with the waist band and/or shoulder strap. The site was unable to clarify how the damage occurred and reported that no force was used by the patient on the clip. The carrying case was exchanged with no reported patient consequence.